Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device manufacturing date is dependent on lot number/serial number, therefore, unavailable at the time of filing. UDI not available for this system at time of filing. (B)(6). No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used for a spinal fusion. It was reported that the site experienced difficulty attaching the cage to the cage holder. It was noted that removing the cage from the holder was difficult and a piece of the thread of the cage was found to be missing. It was also noted that the crool wheel came apart from the inserter body. Surgical delay was less than 1 hour, with no reported impact on patient outcome.